Manufacturer narrative:
The reported event of insulation damage was confirmed but the reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the optim sheath only. The silicone insulation in this region was not breached. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage. The cause of the reported event of insulation damage was due to the external insulation abrasion breaching the optim sheath only which is consistent with friction to the device can.

Event description:
Related manufacturer report numbers: 2017865-2021-27377 and 2017865-2021-27378. During an in-clinic follow-up, noise leading to oversensing was noted on the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. The leads were explanted and replaced to resolve the event. Upon explant, insulation damage was confirmed visually on all three leads. The patient was stable.